Event description:
Event description guidant received information that this transvenous coronary sinus lead exhibited elevated impedance measurements. Fluoroscopy was performed, which demonstrated two lead fractures in this lead. The physician elected to deactivate and surgically abandon this lead. Left ventricular therapy has been deactivated. To date, there have been no reported patient symptoms associated with this clinical observation.